Event description:
The hospital reported that during a coronary artery bypass procedure, one hs-1045 seal did not deploy during the procedure. The per stated "seal didn't come out during operation". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on 25 jan 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).